Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the menu button of the external pulse generator (epg) did not respond; the epg passed all incoming tests, and no anomalies were found. The main board was calibrated, and the battery contacts were cleaned. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the menu button of the external pulse generator (epg) did not respond. The epg was returned for repair. No patient complications have been reported as a result of this event.